Event description:
This complaint is now reportable based on the analysis conpleted in 2006. It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred outside the pt's body. The lesion in a heavily calcified right coronary artery. It was predilated with a 3.0x20mm maverick balloon inflated to 12 atm's. While trying to introduce the taxus liberte' 3.0x20 drug eluting stent, the shaft broke. No further treatment was done. No pt injuries or complications were reported. However, the returned product confirmed that there was stent damage. This product is similar to a marketed us device.